Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient experienced a foreign body sensation and the eye felt dry. The patient went to the hospital and a foreign body was found in the aqueous humor during the examination. Antibiotics were prescribed for anti infective treatment and the patient's symptoms have improved. Additional information has been requested.